Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, emergency medical transport was contacted. The contact did not believe low bg was due to any issues with the pump or supplies and declined to provide further information.